Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on the right side on (B)(6) 2008 due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay correct revision date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a right hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on the right side on (B)(6) 2008 due to dislocation. Additional information received in patient medical records indicates that the procedure performed on (B)(6) 2008 was a revision procedure to remove and replace competitor product which was originally implanted in 1997. During the revision procedure on (B)(6) 2008, cables were also implanted to reduce a femoral fracture. Patient medical records further indicate that the cables were removed during the revision procedure on (B)(6) 2008 and that the acetabular liner and modular head were removed and replaced to a constrained system due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a right hip arthroplasty on (B)(6), 2008. Subsequently, patient was revised on the right side on (B)(6), 2008 due to dislocation. Additional information received in patient medical records indicates that the procedure performed on (B)(6), 2008 was a revision procedure to remove and replace competitor product which was originally implanted in 1997. During the revision procedure on (B)(6), 2008, cables were also implanted to reduce a femoral fracture. Patient medical records further indicate that the cables were removed during the revision procedure on (B)(6), 2006 and that the acetabular liner and modular head were removed and replaced to a constrained system due to dislocation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8. Dislocation and subluxation due to inadequate fixation and improper positioning. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00594 & 00595).